Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, insufficient blood volume was seen with one tube. After manually filling tube, customer later discovered blood leakage. Inspection revealed the rubber cap was loose and failed to provide a seal. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, insufficient blood volume was seen with one tube. After manually filling tube, customer later discovered blood leakage. Inspection revealed the rubber cap was loose and failed to provide a seal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. A total of 20 retained samples were subjected to functional testing, and all tubes drew within specification. Additionally, 13 retained samples were sent for functional tests related to stopper function defects, and stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode underfill. This complaint has been confirmed for the indicated failure mode stopper function. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.